Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin and failed to properly cycle the cartridge. Tandem clinical support educated the customer to always use room temperature insulin and to properly cycle the cartridge before use. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.